Manufacturer narrative:
Updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident it was determined that drawer on the auxiliary was causing a crowbarring. A field service engineer disconnected the cable, subsequently retracted the band, replaced the boards, and performed the necessary configuration. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system device not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.